Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultrasmart meter was giving inaccurately high readings. On (B) (6) 2010, the sr medical surveillance specialist spoke with the patient to obtain and verify information. On (B) (6) 2010 at 6:30 am, the patient obtained the fasting blood glucose reading of 192 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values of 60 mg/dl to 120 mg/dl. Based on this reading, the patient had only six ounces orange juice for breakfast and ate no food. The patient also took his usual dose of apidra insulin nine units. Approximately thirty minutes later, the patient had passed out and was sweating. The patient's friends contacted emergency services. Paramedics arrived and at 8:30 am, the patient's blood glucose level was tested to be 29 mg/dl. The patient was treated intravenously with glucose and felt better a few hours later. He was not transported to the emergency room. The patient takes the set doses of apidra insulin nine units in the morning, nine units at lunch and 27 units in the evening, lantus insulin 16 units at bedtime, and the oral diabetes medication actos (pioglitazone) 30 mg per day. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia after taking insulin and a reduced meal based on an elevated meter reading, and received emergency medical attention and treatment with intravenous glucose. Therefore, this complaint is being reported.